Manufacturer narrative:
H2) correction: in the initial regulatory report submitted for this product event, the following boxes should have been checked in section g2: foreign, health professional, and company rep medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown context. It was reported that the system did not capture when the pedal was pressed. Furthermore, the surgeon reported that the image quality was not very clear. Patient presence unknown. No further information available.

Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the imaging system. The customer connected an external pendant to the imaging system connector. The customer took over the responsibility by doing this unchecked/unallowed modification. The rep disconnected the wrong external pendant and performed fluoroscopy and radiation gain calibrations and invalidated home. The database of the system needed to be refreshed. The biomedical department had been warned of the user's action and the need to update databases and reinstall software.  All test were completed with no discrepancies and no other issue found. Codes: b01, c23, d11 g2) foreign country: italy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.